Event description:
Article alleged: half way through treatment, pt exhibited symptoms of abfdominal pain, nausea, vomiting, pancreatitis. Treatment was discontinued. Pt hospitalized. On examination of the blood device a kink in the blood tubing was found between the blood pump and the arterial drip chamber with no venous pressure alarm.